Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. The patient effect of restenosis is addressed in the IFU as a known potential adverse event associated with coronary stenting procedures and are not necessarily an indication of a product quality deficiency. There does not appear to be any indications of a lot specific product quality deficiency. In this instance, although there is no indication of a product quality deficiency, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, the index procedure was performed in 2006. The vessels treated were the mid lad and proximal rca. Revascularization took place on the mid lad and the proximal rca due to restenosis, with the placement of a xience v drug eluting stent. No additional event or patient information is available.